Manufacturer narrative:
Summarized patient outcomes/complications of epic were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, renal insufficiency, peripheral vascular disease, cerebrovascular accident, atrial fibrillation, prior cardiac/valvular disease, infective endocarditis. Complications reported included surgical intervention (redo, pacemaker), unexpected medical intervention (hemodialysis), cardiac tamponade, pericardial effusion, stroke, renal failure, respiratory insufficiency, shock, endocarditis, structural valve deterioration; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: contemporary evidence of long-term follow-up of the epictm prosthesis after mitral valve replacement. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "contemporary evidence of long-term follow-up of the epictm prosthesis after mitral valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate long-term results after mitral or double valve replacement with a second- and third-generation porcine bio-prosthesis, biocor and epic valves. Devices included in the study were biocor and epic. The article concluded that epic porcine xenograft in mitral position has demonstrated to have excellent durability and long-term outcomes, representing an excellent option for patients in need for mitral valve replacement. [The primary and corresponding author was beatriz acuña pais, cardiovascular surgery service, álvaro cunqueiro hospital, vigo, spain, with corresponding email: beatriz.acuna.pais@sergas.es]. The time frame of the study was from january 2000 to december 2010. A total of 244 patients were included in the study, of which all received an abbott device. The average age was 75 years and the majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, renal insufficiency, peripheral vascular disease, cerebrovascular accident, atrial fibrillation, prior cardiac/valvular disease, infective endocarditis.

Event description:
The article, "contemporary evidence of long-term follow-up of the epictm prosthesis after mitral valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate long-term results after mitral or double valve replacement with a second- and third-generation porcine bio-prosthesis, biocor and epic valves. Devices included in the study were biocor and epic. The article concluded that epic porcine xenograft in mitral position has demonstrated to have excellent durability and long-term outcomes; representing an excellent option for patients in need for mitral valve replacement. [The primary and corresponding author was beatriz acuña pais, cardiovascular surgery service, álvaro cunqueiro hospital, vigo, spain, with corresponding email: beatriz.acuna.pais@sergas.es]. The time frame of the study was from january 2000 to december 2010. A total of 244 patients were included in the study, of which all received an abbott device. The average age was 75 years and the majority gender was female. Comorbidities included arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, renal insufficiency, peripheral vascular disease, cerebrovascular accident, atrial fibrillation, prior cardiac/valvular disease, infective endocarditis.

Manufacturer narrative:
Article title contemporary evidence of long-term follow-up of the epictm prosthesis after mitral valve replacement b2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.